Manufacturer narrative:
Stryker evaluated the customer's device and observed the pads foil seal was damaged and it was unusable. Stryker advised the customer to get replacement pads to resolve the issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the pads foil seal was damaged and it was unusable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.